Event description:
During the embolization of a midline anterior communicating artery aneurysm with four coils, it was noted on angiography that there was a progressive occlusion of the right anterior cerebral artery (aca). There was significant collateral flow noted from the right middle cerebral artery. This occlusion was "felt to be related to either thrombus or localized vasospasm". An additional 2000u of heparin were administered and the embolization completed. Once the catheter was retracted to the a1 segment, 10mg of nicarpidine was administered and the pt's blood pressure "was augmented to a systolic pressure greater than 160". Further angiography revealed the restoration of the antegrade flow of the right aca. Imaging taken ten minutes later demonstrated the persistent antegrade flow from the right aca with continued leptomeningeal collaterals, a normal distal vertebral artery and basilar artery with minimal filling in the bilateral posterior cerebral arteries due to competitive flow. There were no reported clinical consequences to the pt.

Manufacturer narrative:
Device: other for no allegation of product malfunction or non conformance contributing to the reported event.